Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using two 31mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). After the transeptal puncture the patient was administered an initial dose of heparin. The closure device was deployed, and a thrombus was observed on the wds proximal to the closure device. The closure device was resheathed and the thrombus was aspirated while the wds was removed from the patient. The procedure was successfully completed with a second 31mm wds and closure device. During recovery the patient underwent neurological examinations, and no signs or symptoms of a stroke were identified. The patient fully recovered and was discharged one (1) day post index procedure.